Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (B)(4) was performed by a zoll service technician. Review of the event log found multiple mid:09 messages were recorded during the month of september. Additionally, the issue was confirmed during initial functional testing. The root cause of the issue was due to trace amount of liquid found in the air trap during visual inspection of the device. To resolve the issue, the air trap block was replaced. The console passed all tests and performed within specification. Historical complaints were reviewed and one previous compliant was reported for the thermogard xp ivtm console (B)(4) under ccr 32307 (reported in (B)(6) 2017). A reported mid: 09 was confirmed. The propylene glycol that was noted in the sensor holes were cleaned to remedy the fault.

Event description:
As reported, the thermogard xp ivtm console (B)(4) displayed a mid:09 (air trap assembly) prior to patient use. According to the reporter, another thermogard console was used to begin patient's temperature management therapy and there were no reports of patient harm or consequence as a result of the reported issue.